Event description:
It was reported that during use of a fusion oxygenator there was a possible failure of the device. It was stated that while on pump it was observed that the pao2 was starting to decrease. As an interesting note, the sweep range was higher than expected from the start of the case and with increasing failure, the co2 was maintained with slight changes in sweep. The only real indicators were the sweep gas rate and the declining pao2. A second oxygenator was added off the cardiopulmonary bypass (cpb) recirculation line. When flowing through the new oxygenator after approximately 3 minutes of restored function, the customer observed a membrane leak in the second oxygenator. The customer was able to convert to extracorporeal membrane oxygenation (ECMO) before requiring a third oxygenator. The same leak did not appear in multiple packs. The device was used to complete the procedure. No patient complications have been reported as a result of this event. There were two lots of fusion oxygenator associated with the custom pack: 231684802 and 231684803.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that heparin was used. There was no patient blood loss due to the leak and an unplanned blood transfusion was not required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.